Event description:
Edwards received information that a patient with a 19mm 11500aj aortic pericardial valve, implanted in the aortic position approximately two (2) years and five (5) months, underwent a valve-in-valve procedure due to aortic regurgitation caused by structural valve deterioration. Within one(1) year of the valve implant, the patient experienced edema and started taking diuretics. After an implant duration of approximately two (2) years and three (3) months, the patient presented with heart failure. A 20mm sapien3 valve was implanted in replacement. The patient status was reported as recovered. Per the doctor, the apparent cause of the event was unknown, but pannus formation or patient-prosthesis mismatch may have contributed to the event. The patient was a (B)(6) female with a small aortic annulus. The device was implanted for aortic valve replacement to correct aortic stenosis.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.